Event description:
During the atrial fibrillation procedure, when the catheter was used to bend, it was noted that the tip of the catheter was bent backward and broken. The tip of the broken catheter is not completely broken off, and the outer layer is connected with plastic film. The device was replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this issue was determined to be a design/process issue.